Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum control valve was replaced and oil return valve was tightened to resolve the unit issues. Unit meets specifications and was returned to service on 08/02/2016. Method: materials and chemistry evaluation. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum control valve was returned and tested. The component successfully completed and passed the test cycle with no problems, errors, faults, or failures. The reason for return of the vacuum control valve was not confirmed. The assignable cause of the odor/smells issue is the vacuum control valve was replaced and the oil return valve was tightened. The field service engineer performed these repairs and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Event description:
A customer reported an event of an odor emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.